Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Moisture was observed in the battery compartment. A leak test failed due to the crack in the battery compartment and a bolus button leak (button cover is torn). The pump was opened for investigation and did not reveal any evidence of moisture ingress inside the pump. The threads of the returned battery cap were stripped and the cap was unable to fit securely to the pump for testing. A test cap was used to complete the investigation.